Manufacturer narrative:
Continuation of d10: product ID: evolutfx-26 (serial: (B)(6)); product type: 0195-heart valves; product ID: d-evolutfx-2329 (unknown serial/lot); product type: 0195-heart valves; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the valve was positioned at an implant height of 3 millimeter (mm) after release. After withdrawing the pigtail catheter from the ventricle, the valve dislodged. The implanting team snared the valve into the ascending aorta and attempted to implant a second valve. The second valve was unable to pass the first valve located in the ascending aorta. After 35-40 minutes of attempts, the patient became hemodynamically unstable and the implanting team decided to implant a non-medtronic valve. The procedure completed with no significant complications. A confida guidewire was used during the initial valve implant and second valve, but then was switched to a non-medtronic guidewire. No additional adverse patient effects were reported.

Event description:
Additional information was received that during the valve implant, as the patient became hemodynamically unstable, hypotension and severe aortic regurgitation were observed. The patient was stabilized by the anesthesia team with catecholamine medication.

Manufacturer narrative:
Updated data: a4 b5 continuation of d10: product ID d-evolutfx-2329 (unknown serial/lot: (B)(6)); product type: 0195-heart valves; implant date; explant date h2 h3 h6 additional codes image review: static images were provided for review of the event description. Patient¿s executive summary was not provided for anatomical review. Valve depth assessment was performed just prior to the point of no recapture in what appears to be the cusp overlap view. Valve depth prior to release seems to be approximately 3 millimeters (mm) on the non-coronary cusp. It was reported that the valve dislodged aortic while withdrawing the pigtail catheter; however, the dislodgement event was not provided for review. Subsequently, the dislodged valve was snared, and a new system was attempted to be advanced. It was reported that new system failed to be advanced through the dislodged valve. Further attempts were aborted, and a non-medtronic valve was implanted. As stated in the instructions for use (IFU), potential risks associated with the implantation of the evolut fx bioprosthesis may include, but are not limited to, the following: prosthetic valve migration/embolization. Conclusion: the investigation is ongoing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.